Manufacturer narrative:
Preliminary analysis of available programmer data identified an apparent electrical problem, potentially related to an issue of the subject lead.

Event description:
The physician reported abnormal continuity values and oversensing in relation to the subject isoline lead. A re-intervention was scheduled for (B)(6) 2017.

Event description:
The physician reported abnormal continuity values and oversensing in relation to the subject isoline lead. A re-intervention was scheduled for (B)(6) 2017.

Event description:
The physician reported abnormal continuity values and oversensing in relation to the subject isoline lead. A re-intervention was performed (B)(6) 2017, and the subject lead was replaced, but remains in-situ.